Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash on chest under lv and on the back under te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream and rugby original formula anti-itch lotion for the skin irritation. Follow up indicated that the skin irritation improved.